Manufacturer narrative:
Two different lot numbers were provided. The actual samples that the complaint was centered on were not returned to moog medical for evaluation. Therefore, ten (10) retained administration sets of lot cf1109402 and the other ten (10) administration sets of lot cf1106108 were pulled from the qa's retained samples area and were conducted for priming testing. After testing twenty (20) retained units with a complaint that the sets could not be primed, all twenty units were able to be primed by gravity and by using the curlin pump. Moreover, there were no evidence of leak failures and zero defects in the DHR's for each lots listed in this complaint. Therefore, complaint not confirmed.

Event description:
The customer alleged the tubing is not priming or infusing when in the pump. The pump was on and working and there were no alarms for occlusions. The pt was receiving 46 hour chemo treatment and it was discovered at 32 hours that the pt had not received any chemo. The customer alleged the pump had enough pressure to pull blood back into the tubing. There was a delay in treatment but no injury.